Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation and the patient experienced bleeding from groin access site that required angiography and further testing. This resulted in the case being cancelled. A pvc procedure localized in the left ventricular outflow tract (lvot) was being performed. No catheter was inserted inside the patient body. The patient was in local anesthesia. At the moment of the groin access, retro aortic from the right leg, the patient started bleeding more than he should be. For the access it was used a preface guide. The doctor decided to stop the bleeding and try the access from the left leg. Still the patient was excessively bleeding also from this side. Therefore, the doctor decided to stop the procedure and organized further tests for the patient, probably an angiography. According to the medical staff this was a problem patient related and not material related. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 31-jul-2024. The adverse event was discovered during use of biosense webster product. The physician¿s opinion on the cause of this adverse event was it cannot be proven for sure that the event is related to product malfunctioning. Patient had an aneurysm as consequence of the event and he had a procedure to suture the lesion (it has not been specified when the procedure was performed). Therefore, added h6. Health effect - clinical code ¿perforation of vessels (e0511)¿ and h6. Health effect - impact code ¿surgical intervention (f19)¿. Also, provided the event date of 28-may-2024. Therefore, processed b3. Date of event. In addition, provided patient details, relevant test and concomitant product. Therefore, processed a2. Patient age at the time of event, a2. Age unit, a3a. Sex, b6. Tests/lab data including dates, and d10. Concomitant medical products and therapy dates. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).